Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the contact believes that the user tapped on "new" instead of "fill" and the contact does not know how many units were in the cartridge at the time of the notification. The reported issue did not impact the user's blood glucose (bg) level; however, the contact reported a bg level of over 500 mg/dl. The bg level was addressed with a manual injection. The contact suspected the bg level was due to the infusion set site; however, the site was thrown away and the contact was unable to confirm any issues with the site. A new cartridge and infusion set was successfully loaded.